Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The target lesion was located in the non-calcified, moderately tortuous right coronary artery (rca). An unspecified size taxus express2 stent was implanted and the stent placement was well positioned and fully apposed. There were no pt complications reported during the initial procedure. The pt was administered plavix and aspirin before, during, and after the procedure, however, it is noted that the pt was not compliant with the medications. Approx 8 months later, angiography confirmed 90% in-stent restenosis in the taxus express2 stent. The lesion was dilated with a 10/3.75 flextome cutting balloon which ruptured at 4atms on the first inflation. The restenosed lesion was treated with a different device. No add'l pt complications were reported and the pt's current condition is listed as "good".